Event description:
On (B)(6) 2022, during a follow up, a patient contact reported to fresenius this 77-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized due to the inability to drain during pd therapy. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient's pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2022 following the inability to drain during ccpd therapy on the liberty select cycler at home. The source of the patient's drain complication was due to as malposition of his pd catheter (not a fresenius product), verified through medical imaging during this hospitalization. It was affirmed the patient did not experience a serious injury that could potentially cause or contribute to this event. It was believed the patient is undergoing backup hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient is recovering from this event while awaiting discharge. The patient has a planned surgical procedure to reposition their catheter on (B)(6) 2022. It was confirmed the patient's drain complication caused by a malposition of their pd catheter and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue ccpd therapy on the same liberty select cycler at home upon discharge. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).